Event description:
It was reported that during implant of this left ventricular (lv) lead, the lead was suspected to have pulled back up the selected vein while cutting away the guide catheter. Lv lead measurements were noted to have remained satisfactory. The patient did, however, experience phrenic nerve stimulation with the lv1 tip electrode. The procedure was successfully completed. A post operative check was performed the following morning and noted no anomalies. No changes were made. No adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.